Event description:
As reported by our edwards affiliates in greece, during a transfemoral transcatheter aortic valve replacement procedure using a 29 mm sapien 3 valve, severe tortuosity of the descending and abdominal aorta created a large angle between the valve and the commander delivery system while the medical team was attempting to reach a straight portion for alignment. A small damage to the bottom part of the delivery system was reported. The valve was successfully implanted. During deflation, traces of blood were observed on the inflator. There were no complications and no withdrawal difficulties with the commander delivery system. No actions were taken, and no clinical consequences were reported. The patient remained in stable condition. As per information provided, the root cause of the event was related to tortuosity and difficult anatomy of the patient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of 3mensio imaging demonstrated the presence of tortuosity and calcification within the abdominal aorta. Calcification was also noted at the landing zone, and the aortic angulation was reported to be 65 degrees. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of delivery system leakage was unable to be confirmed as no relevant imagery or device were provided for investigation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During manufacturing delivery systems are 100% visually inspected at several different stages and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing and flushing, suggesting that there was no issue with the device when removed from packaging. In this case, the leakage was observed post deployment, while deflating the balloon. As such, it is likely that the delivery system and/or balloon negatively interacted with the present calcification at the landing zone, contributing to the reported leakage, especially if compounded with the aortic angulation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the reported leakage; however, a definite root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.